Event description:
It was reported that this right ventricular (rv) lead exhibited multiple previous pace impedance measurements of greater than 3,000 ohms, some of which were abrupt. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.